Manufacturer narrative:
Corrected data: b5- " the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.0/1.5/123 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022 when the lens tore/broke during injection/delivery into the eye. Reportedly "the icl was implanted upside down and during the process of removal the icl then tore." There was patient contact but no patient injury. The lens was implanted; removed and replaced intraoperatively with the same model/ length lens and the problem was resolved. The status of the eye was reported as "mild corneal edema but resolving plant to see him again tomorrow". The reporter indicated the cause of the event was user error and the device failed to perform as intended. Reportedly "when trying to fix placement began to bring it out to reinsert it and it tore then placed back up lens". Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- "the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens" should be corrected to "the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens" claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that while the surgeon attempted to implant a 12.6mm vticmo12.6; -9.0/1.5/123 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) the lens tore during injection/delivery into the eye. There was patient contact with no patient injury. Intraoperatively the lens was removed and replaced with a back up lens of the same length/model. This occurred on (B)(6) 2022. The problem was resolved. The cause of the event was reported as user error with device causality; it was noted "when trying to fix placement began to bring it out to reinsert it and it tore; then placed back up lens".